Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information on the floor did not pull over to the pyxis. A technical support specialist (tss) noticed that the patient was available in the station and checked on pes, confirming the patient was admitted. The tss confirmed with the customer that the medications were not there and that information technology (it) was having issues with their backend, causing the order not to cross. The tss advised the customer to resend the order again to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient information on the floor was not pull over to the pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.